Event description:
Discrepant advia centaur ahvat results were obtained. The results were not reported out. The samples were retested on two different systems and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discrepant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate the cause of the discrepant results was due to the malfunction of the stop pin for the samples rack. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.